Event description:
Nurse reported to the MFR's technical services that the platinum tip came out of the end of the catheter and is still in the intrathecal space. Nurse left no pt info or a contact for further info.